Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however, an internal short was noted between conductors due to procedural damage to the inner ptfe liner. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient¿s left bundle branch (lbb) lead exhibited low pacing impedance. The lbb lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: section b1 type of report should not have checked with "adverse event". Correction: section b2 - outcomes attributed to adverse should not have checked with "required intervention to prevent permanent impairment/damage (devices) ". Correction: section b5 - describe event or problem should have been "it was reported that the patient presented for an implant procedure. During the procedure, it was noted the left bundle branch (lbb) lead exhibited low pacing impedance. The lbb lead was not used and replaced during the procedure. The patient was in stable condition." Rather than "it was reported that the patient¿s left bundle branch (lbb) lead exhibited low pacing impedance. The lbb lead was explanted and replaced. The patient was in stable condition." Correction: section d6a - date of implant should not be filled in. Correction: section d6b - date of explant should not be filled in. Correction: section h1 - type of reportable event should have been checked with "malfunction" rather than "serious injury". Correction: section h6 - health effect - impact code should have been "prolonged surgery" rather than "additional surgery".

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left bundle branch (lbb) lead exhibited low pacing impedance. The lbb lead was not used and replaced during the procedure. The patient was in stable condition.